Event description:
It was reported that patient underwent a right foot fixation procedure on (B)(6) 2015. During the procedure, the tip of the screwdriver fractured into the screw. The fractured tip was removed and the screw was filed down as it sat proud and could not be removed. A 30 minute delay occurred during the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date and lot number - unknown. Manufacture date ¿ unknown.